Event description:
It was reported that the patients spinal cord stimulation (scs) therapy was no longer adequate, and his regular pain in the right hip had been flaring up. As such, the patient had to take additional medication. It is unknown if it is a new medication and if it was prescribed. The patient was doing well after programming optimization.